Event description:
The customer stated that he tested his blood glucose and received a reading of "hi" using his contour meter. The customer took insulin based on the reading. After taking his insulin, the customer went to the hospital for a procedure. While at the hospital, the customer experienced symptoms of hypoglycemia. He stated that he was sweating and disoriented. The customer was able to eat something in order to raise his blood glucose level. When the customer returned home, he tested his glucose again using his contour and elite meters. The contour read "hi" and 558 mg/dl, while the elite read 169 mg/dl. The contour readings were off the parkes error grid, but appeared to be in the "c" zone of the grid, making the difference clinically significant. The test strips are to be returned for eval. Replacement test strips were sent to the customer.